Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product was not returned for evaluation. No imagery was provided. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no additional complaints. The occurrence rate for sheath insertion difficulty in patient, sheath shaft damaged, and sheath distal tip split did not exceed the september 2019 control limits for applicable trend categories. The instructions for use (IFU), device preparation and the training manual were reviewed for guidance/instruction involving the esheath and commander delivery system usage, and no deficiencies were identified. During the manufacturing process, the device was visually inspected and tested several times. Inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath insertion difficulty in patient, sheath shaft damaged and sheath distal tip split unable to be confirmed due to the device and applicable imagery not being available for return/review. Because the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the procedure of a 26 mm sapien 3 valve in the aortic position via transfemoral approach using an esheath and commander delivery system, highly calcified vessels were observed. The esheath was inserted in the left femoral and removed twice due to insertion difficulty. Upon removal the esheath was observed to have scratches and the distal tip was split. Per medical opinion the damage to the esheath was due to the patient¿s severe calcification. The esheath was removed and discarded and a new esheath was prepped. The access site was switched to the right side. The procedural was successfully completed and the patient was doing well post procedure.